Event description:
It was reported that post op a sagb procedure, the patient presented with gastric pain was diagnosed as having gastric erosion. The band was removed. The patient has never been treated for slippage, the patient was compliant with dietary regime, and the patient was not taking medications at the time this event occurred. The patient's fill history is not available. The patient's total weight loss was 125lbs at the time of explant. The patient is doing fine.

Manufacturer narrative:
Date sent: 11/16/2009: information was not provided by contact. Information anticipated, but unavailable at this time.